Event description:
Information received by medtronic indicated that there was air ingress during aspiration of the sheath. The sheath and cryoablation catheter were replaced and no further issues were noted. The cryoablation procedure was completed and no adverse event occurred.

Manufacturer narrative:
The returned device was visually inspected and functionally tested. Visual inspection showed that the device was intact with no apparent issues. The reported issue has been confirmed through testing; air aspiration was reproduced when a catheter was introduced through the sheath. Dissection showed the hemostatic valve was leaking; valve was torn. This report will be recorded and trended.

Manufacturer narrative:
The device has not yet been returned for evaluation. Results of evaluation of returned device will be submitted in a supplemental report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.